Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) and a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient saw an out of regulation (oor) on (B)(6) 2016. The oor was potentially following when they turned their implantable neurostimulator (ins) on after having it off for the night. The patient only had group a programmed and did not have access to change the programming parameters. The hcp noted that on (B)(6), the battery was ok but the voltage had dropped quickly. The oor would reportedly go away without interventions and the patient never lost benefit nor had any side effects. On (B)(6), the patient was reprogramed to groups b and c but when the patient returned for an appointment on (B)(6), they reported that the additional groups did not work as well as the original settings (group a); the settings were reverted and the oor was seen intermittently. The voltage at the (B)(6) appointment was 2.91v and no oor was seen. The patient returned for another appointment in early (B)(6) and the battery level was ok and no oor was seen. The patient was seen again on (B)(6) and the battery level was 2.91v and there were no more reports of the patient seeing an oor. Impedance measurements were taken at the (B)(6) appointments and the values were reported to be similar across all of the appointments. The patient is currently receiving therapy and impedances / battery voltage remain stable. Additional information has been requested regarding the cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the out of regulation (oor) message and the drop in voltage was unknown. The patient saw the hcp on (B)(6) 2015, (B)(6) 2016, and a tremor and an unrelated multiple sclerosis diagnosis were noted; the patient was reprogrammed at each visit. The hcp also reported that the patient has been receiving continuous therapeutic benefit without any side effects and has not had any further out of regulation (oor) warnings since the visit on (B)(6) 2016. An oor message was also seen on the clinician programmer 8840 and it said ¿the delivered amplitude may be lower than the selected amplitude for one or more programs. Check electrode impedance.¿ an impedance check was performed and returned values within normal limits, however, it was later speculated that there was a possible intermittent short circuit on leads 1, 4, 5, or 6.

Manufacturer narrative:
Explant date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the oor battery placed (B)(6)/2016, and was replaced (B)(6)17 as the battery was depleted. Past ipg placements (B)(6)13 and (B)(6)09. The current status of the device was unknown. There were no further complications reported.